Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that the two resolution 360 clip devices were used during a colonoscopy with polypectomy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip was able to grasp onto tissue but failed to release from the catheter. Eventually, the clip released after more than ten minutes of manipulation. The same issue occurred with the second resolution 360 clip, which was also released after manipulation, and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.